Manufacturer narrative:
The collimator was returned to the manufacturer. Functional testing found that the component had a damaged wire causing the collimator to be malfunctioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a collimator initialization error. The collimator was replaced and the blade position and alignment checked. The pendant was replaced due to delamination. The system then passed the system checkout and was found to be fully functional. The kit svc o2 bi71000529 pendant o2 was returned and analysis confirmed the delamination. The pendant was installed into a test system and the system booted and readied. The pendant booted as normal and passed the usability test. Invalidate home was successful and all the pendant control keys functioned as expected. Visual inspection failed due to the laminate on the face of the pendant lifting. The pendant was physically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the representative was testing the system he received an "initializing collimator error."